Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported ballooning in the pumping segment of the IV tubing. The bulge was noticed by the nurse while troubleshooting an occlusion alarm. There was no patient harm reported.

Manufacturer narrative:
Correction: entity site is (B)(6) hospital.